Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 34 mg/dl. Troubleshooting was performed. Found that the customer primes correctly. Reviewed the bolus history, and found four different manual boluses that were between 20 and 43 units. The customer stated that those boluses were used to prime the infusion set. The caller requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.